Manufacturer narrative:
The customer is completing the repair of the device and is waiting for parts.(B)(4).

Event description:
Covidien received information stating that the display on an 840 ventilator was blank. The customer reported that the cable between the backlight inverter printed circuit board (pcb) and the liquid crystal display (lcd) seems damaged from heat. There was no reported patient involvement.